Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the proximal left anterior descending (plad) artery. A 3x28mm xience skypoint drug eluting stent (des) was advanced but unable to cross the highly calcified anatomy. During removal, the des was difficult to remove from the guide catheter, and when the des was ultimately removed, it was noted that a stent strut was flared, and this is the suspected cause of the difficulty removing the des from the guide catheter. Another skypoint des was able to cross the anatomy to successfully complete the procedure without any adverse patient effects or significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was received for evaluation. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance. The device then interacted with the guide catheter during removal causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. G3 - date received by mfg: initial aware date was 01/28/2022